Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, damaged calbe) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
4/9/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was experiencing "add gel" messages in the absence of a prior gel release, and that the electrode belt had a damaged cable.